Event description:
Customer reports that the component was implanted approx 4 yrs ago and that the femoral component has broken. Revision surgery was necessary, a tibial component was also returned, but not reported to have failed.

Manufacturer narrative:
A non-destructive visual evaluation was performed on femoral component 86-5401. The femoral component fractured through the anterior chamber. Visual examination showed the failure was the result of a fatigue fracture. The primary fracture initiated at one of the cement pocket rims. Two additional fatigue cracks had also initiated away from the primary fracture at separate locations on the cement pocket rims. No material or mfg defects were seen at any of the fatigue crack initiation sites. At this time, jjpi considers this file closed.